Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bilateral salpingo-oophorectomy, cystoscopy, suprapubic catheter placement, posterior colporrhaphy, and sacral colpopexy.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh, the pelvicol acellular collagen matrix, and monarc subfascial hammack were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2008 concurrently with hysterectomy due to stage iii-c pelvic organ prolapse with nearly complete uterine prolapse, cystourethrocele, rectocele, enterocele, stress urinary incontinence, and urethral hypermobility. It was reported that patient underwent mesh removal/revisions on (B)(6) 2011 and (B)(6) 2012.